Manufacturer narrative:
Physio-control evaluated the customers device and verified the reported issue. Physio determined a cracked solder on capacitor, designator 157, on the analog pcb assembly was the cause of the reported issue. The customer was sent a replacement device.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. Upon evaluation of the customer's device, physio-control observed that the device did not deliver energy as expected during testing. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated with the reported event.